Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the only instrument that will be returned to isi is the 8mm prograsp forceps, and nothing else. It was reported that the actual issue with the 8 mm prograsp forceps was that the movement of opening and closing the 8 mm prograsp forceps was not intuitive, especially when closing the tip of it.